Manufacturer narrative:
Philips has investigated this issue. Philips has confirmed with the customer that while radiologist was preparing the system for a carotid stenting procedure, the system shut down suddenly and would not start up again. At this time, diagnostic images of head and neck of the patient were already made. The patient was transferred to another system with catheter and sheath inside him. The procedure was completed with no harm to patient with a delay of 30 min. Philips has inspected the system on site and based on troubleshooting performed, determined that the main power distribution unit (mpdu) and main power distribution (mpd) control unit had failed. The analysis of the log files confirms that on the date of the procedure a total system power down without any prior notification occurred. The mpdus were replaced after which the system was returned to use in good working order. Philips has checked the service history of the system. Reports of the planned maintenance of the system that occurred prior to the incident ((B)(6) 2020) show that all system tests passed. The most likely cause of the power down is mpdu failure as a result of normal wear and tear due to the age of the system. No similar complaints have been identified. Based on trending analysis there is no negative trend in the replacement rate for the mpdu or mpd control units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that during an emergency carotid stenting procedure the system shut down and could not immediately be turned back on. The patient was moved to another room in which the procedure was successfully completed. This caused a 30 min delay. No harm to the patient or user has been reported to philips. Philips has started an investigation of this complaint.